Event description:
The customer stated a red flash came from the end of the device where glucose strips come out of. The customer stated this has happened several times. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.